Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had a noisy image. The issue occurred during set up and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 corrected fields: b5, d4, e3 the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation the most probable cause of noisy image was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a noisy image.